Event description:
It was reported that on (B)(6) 2010, the patient underwent an interventional stenting procedure in a 95% stenosed, mildly calcified, right internal carotid artery with one rx acculink 7-10/30 and one rx acculink 10/30 stents. On (B)(6) 2010, the patient experienced hypotension and an increase in the (B)(6) from 0 to a 2 with partial gaze palsy and mild aphasia. The patient was treated with intravenous vasopressors and monitoring in the intensive care unit. The patient's neurological deficit normalized on (B)(6) 2012 and the hypotension resolved on (B)(6) 2010. The patient was discharged home on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.